Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found the bottom case had seal damage, top case has chipped front corner, bottom case cracked, right plunger case cracked, left plunger case inside screw insert broken off, and cord clamp broken. Upon review of the pump history log, an invalid syringe size alarm was noted. Device underwent functional testing; confirming the reported customer complaint upon start up due to size out of calibration. Size pot was over eight years old and was replaced. The problem source has been determined to be normal wear and tear.

Event description:
Information was received that syringe size mismatched on a smiths medical ambulatory infusion cadd medfusion 4000 pump. No adverse effects reported.